Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (check therapy pad messages) was confirmed. Upon evaluation, the monitor had a broken black pulse wire. The root cause of broken pulse wire cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was experiencing check pad messages.